Event description:
Hospital stated unable to pass bronchoscope through the tracheal lumen of double lumen tube. On video plastic spike seen on inner surface of tube. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturing site for investigation. The manufacturing site reports "the sample was visualize and observed with plastic spike attached in the inner surface of tube. Based on investigation carried out, the plastic spike was resulted from the excess of plug during plugging process. However, the excess plastic was attached in the inner surface during investigation and not detachable." The complaint was confirmed and it was determined that the root cause is manufacturing related. A non-conformance was opened to address this issue.

Event description:
Hospital stated unable to pass bronchoscope through the tracheal lumen of double lumen tube. On video plastic spike seen on inner surface of tube. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4).